Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and determined that he previously inadvertently installed the incorrect datasette software. The fse installed the correct datasette software. The iabp unit passed all calibration, functional and safety tests performed. The unit was returned to customer and cleared for clinical use.

Event description:
It was reported that therapy with a cardiosave intra-aortic balloon pump (iabp) was started on an acute myocardial infarction (ami) patient, in an emergency case. The iabp generated an ¿overheat¿ alarm. The customer restarted the unit and pumping resumed normally. The following day, the iabp was replaced to continue therapy. It was noted that pumping was stopped for 5 minutes during the replacement of the unit. There was no patient injury or adverse event reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) alarmed "ap optical sensor module failure", upon power-up. The iabp was switched with another iabp, and the same alarm occurred. There was no patient involved during this event, and no adverse event was reported.